Event description:
Patient presented to ed with code blue in process. Epinephrine continuous infusion was started while continuing resuscitative efforts and advanced cardiac life support (acls). Epinephrine infusion was increased and overrode soft limit. Pump continued for 5 minutes and was actively infusing. While this was happening, vasopressor also infusing, pump automatically stopped and gave an error message of "power off then on. Replace pump if alarm continues." During this time critical vasopressor was not infusing and had to restart infusion on another pump. Pump was sequestered. Per biomed, the pump appeared to have a distal pressure sensor #2 error as per pump logs. Also, pump was noted to have been on battery power prior and during the event. It was plugged in for 5 hours couple of days before this event day, with total run time of 8 hours, plus wi-fi use. Device was sent to factory for review.